Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, due to these issue customer¿s blood glucose level was approximately 20 mg/dl., which customer addressed by consuming carbohydrates. Additionally, customer¿s blood glucose level was "high"; although specific value was not provided. Cause was unknown. Customer addressed elevated blood glucose by administrating a correction bolus via pump, changing pump supplies, and administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.